Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the output connectors were broken. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the atrial and ventricular connectors on the external pulse generator were broken. It was returned for service and it was requested that it be treated as a warranty repair. No patient complications have been reported as a result of this event.